Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u , - corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, nozzle unit on air gas module has been found defective and it was replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).